Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plungers of unspecified bd¿ insulin syringes was unstable, and its needles were not straight, resulted in receiving inaccurate dose of insulin.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate, needle bent and plunger rod loose due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the plunger of bd insulin syringe with the bd ultra-fine¿ needle was unstable, and its needles were not straight, resulted in receiving inaccurate dose of insulin.

Event description:
It was reported that the plunger of bd insulin syringe with the bd ultra-fine¿ needle was unstable, and its needles were not straight, resulted in receiving inaccurate dose of insulin.

Manufacturer narrative:
Additional information: b.5. Describe event or problem: it was reported that the plunger of bd insulin syringe with the bd ultra-fine¿ needle was unstable, and its needles were not straight, resulted in receiving inaccurate dose of insulin. D.1. Medical device brand name: bd insulin syringe with the bd ultra-fine¿ needle d.2. Medical device type: fmf d.3. Medical device manufacturer: bd medical - diabetes care d.4. Common device name: insulin syringe with needle d.4. Medical device catalog: 328466 d.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: bd medical - diabetes care g.5. PMA/510(k)#: k024112